Event description:
Customer reported that she had unexplained high blood glucose because her insulin pump was not delivering the correct amount of insulin. Customer stated that she have to deliver twice the amount to bring the blood glucose down. Customer also stated that the insulin pump is not alarming to notify her of the problem. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.